Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the surge suppressor board. System now turns on. Also identified a broken belt on the filmer. Belt ordered and will be replaced upon receipt. Facility stated unit is functional and they can do without filmer for now. With the exception of the filmer the system functions as intended and was returned to service.

Event description:
It was reported that the 2800 system would not boot up. No pt injury was reported.